Event description:
Boston scientific received information that a procedure was performed to upgrade an implantable cardioverter defibrillator (ICD) system to a cardiac resynchronization therapy defibrillator (crt-d). This right ventricular (rv) lead had an impedance measurement greater than 2000 ohms and an increased pacing threshold, and a new pace/sense lead was implanted during the procedure. Later in the procedure, the patient's blood pressure could not be measured after injection of contrast dye through a guiding catheter. Resuscitation was attempted for 30 minutes, however the patient died. There was no allegation or evidence the death was related to the rv lead.

Manufacturer narrative:
The product is not expected to be returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.